Event description:
There was a delay in administering the doxycycline IV infusion. It should have finished at 0002 on (B)(6) 2025. There was an occlusion for about a minute twice. The occlusion resolved, but there was still a delay of 30 minutes. The patient was to be transferred to ilh peds inpatient and the ambulance came for transport with the medicine still infusing. The mmt staff was not trained for it.